Event description:
The customer's husband reported that the customer was hospitalized due to insulin pump not delivery insulin properly. The customer's blood glucose level was unknown mg/dl. The customer is still in intensive care unit right now. The customer's husband was requesting to contact the patient for an in warranty replacement and possible troubleshooting. The patient was call but no answer and left voice mail our direct contact information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.